Manufacturer narrative:
Submit date: 11/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an scd controller. The customer states that while plugging the device into the electrical outlet, the user heard an internal explosion. The user was approximately 4 meters away from the scd device at the time and was burned by sparking on the wall plug. The user was holding the end of the wall plug. Medical intervention was first aid cooling and ointment; the user is currently fine.

Manufacturer narrative:
Submit date: 03/14/2017. One scd controller compression system was returned for the reported condition of, sparking while plugging the device into the electrical outlet, the user heard an internal explosion. The user was approximately 4 meters away from the scd device at the time and was burned by sparking on the wall plug. The user was holding the end of the wall plug. Medical intervention was first aid cooling and ointment the user is currently fine.? This investigation is based on the medtronic design quality team¿s investigation findings. Upon triage, it was noticed there were exposed copper wires on the power cord, burning, and spark residue. The power cord appeared to be stressed in one direction. The damage on the power cord was consistent with a wear issue from severe bending over time, which resulted in the tearing of the jacket; exposing the copper wire, which also wore and fatigued over time. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The scd controller was manufactured in 2012. A review of the device history records shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.